Event description:
It was reported that the patient experienced increased pain from her pre-existing pain due to a damaged spacer. An x-ray was taken and the results revealed that the spacer was damaged. The patient underwent a revision procedure to explant the spacer. The patient has fully recovered.

Event description:
It was reported that the patient, who was recently implanted with superion indirect decompression system experienced pain. An x-ray revealed that the spacer was broken. The patient underwent an explant procedure. The patient has fully recovered.

Manufacturer narrative:
The spacer 101-9812 lot number 28123077 was returned and analyzed. Analysis of the x-ray images provided from the field and visual inspection of the returned implant confirmed that the top portion of the spindle cap was completely detached from the implant body. The damage to the implant was sufficient to prevent functional testing.